Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters, stiffener plate and bushings to repair the bed.

Event description:
Information received indicates the brake is not holding.